Manufacturer narrative:
(B)(4). G2: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that during incoming inspection, debris was found in the sterile packaging. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed by evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to the operator not following the provided work instructions during manufacturing. The work instruction for the operation where the manufacturing deviation is likely to have occurred (i000132) was reviewed and found to be adequate information informing the operator to inspect packaging for foreign material inside the sterile packaging. The condition of the device when it left zimmer biomet is considered non-conforming to specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.